Event description:
International affiliate reports that revision surgery found the lateral connector was broken. The device was explanted and replaced.

Manufacturer narrative:
Depuy spine has requested return of the connector assembly for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
No definitive conclusions can be made. However, the device breakage is indicative of fatigue failure. At this time, the complaint is considered to be closed.